Event description:
It was reported that during a device check, the atrial lead exhibited undersensing and the p-waves were very small in measure on the episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.